Event description:
During a laparoscopic appendectomy procedure, partial firing of staples. Oversewed the staple line to complete the procedure. The jammed staples caught tissue and didn't cut. Half of the staples were unformed. There was no pt consequence.